Event description:
The patient stated that, when she removed the insulin cartridge from her infusion device, the cartridge plunger remained attached to the piston rod. She noted that there was a small amount of insulin remaining in the cartridge when she attempted to remove it and "a small drop" leaked into the cartridge chamber. During troubleshooting with a company representative, she detached the plunger from the piston rod. She was educated regarding the proper steps to remove and replace the insulin cartridge. The patient removed the small drop of insulin using a q-tip. The infusion device functioned correctly, at the conclusion of troubleshooting. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.